Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they were hospitalized due to non-diabetes related on (B)(6) 2017. The customer's son also reported that they were going into insulin shock as well. The customer's blood glucose was unknown at the time of incident. The customer's son stated that they were wearing the insulin pump during hospitalization. The customer's son was assisted with the insulin pump at the time of call. The insulin pump will not be returned for analysis.